Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump is cracked along the top ring where the reservoir goes in. The customer states the reservoir will not go in correctly as the ring was gone. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis. The customer is being sent replacement pump, but declined to return current pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and missing the reservoir tube o ring.